Event description:
The reporter indicated that a 12.6mm vicmo 12.6 implantable collamer lens of -10.0 diopter was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Weight-ethnicity:unk. PMA/510k: this product is not marketed in the us. Claim# (B)(4).